Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that when the unit is turned on there are "motor fault" and "vent inop" alarms in the event log. There was no patient involvement at the time of the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect turbine assembly for investigation. An evaluation of the component was unable to be confirmed or duplicated. The turbine assembly operated without fault.